Event description:
Per the clinic, the patient experienced a shock while using the personal audio cable with the external processor, resulting in a blister on the pinna. The device has been removed from service and has been replaced with another device.

Manufacturer narrative:
(B)(4).